Manufacturer narrative:
The pump is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum 360 pump which was reported to have shut off while infusing levophed to a patient. The customer reported that the pump logs were available and there was no report of the pump being off while the event was reported. The pump displayed to insert plum set, close lever. There was patient involvement, however, there was no harm reported as a consequence of this event.

Manufacturer narrative:
On 07/11/2022 downloaded the logs and sent logs to r&d for analysis. Could not confirm the customer¿s complaint of the device experiencing an unexpected shut down during infusion. The device passed the self-test. The device passed performance verification testing (pvt) testing. The device passed the volume accuracy pvt test with results of 20.3 ml. Review event alarm log history, there was not relevant events that show the device having experience any uncontrolled shutdowns. Ran customer¿s protocol of rate = 41.5 ml/hr. For a duration of 24 hours. Start time is 07/12/2022 @ 11:10 am. End time is 07/13/2022 @ 11:10 am device passed customer protocol delivering approximately 996 ml. Probable cause for customer¿s complaint could not be found. During inspection found front enclosure, rear enclosure, and peripheral cover to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, and peripheral cover. Probable cause is physical damage due to normal wear and tear. Evaluation stated that the pump stopped infusing due to the user action (pressing buttons to place infusion in standby) following four distal occlusions which were each cleared in a few seconds. The on_off button was subsequently pressed to power the pump off. Engineering evaluates the infusion stopped correctly in response to manual pressing of the standby button and turned off correctly in response to manual pressing of the on_off button. The pump performed correctly as designed. The customer¿s complaint could not be confirmed. Correction - device is available for evaluation - d9 - product received date - 7/11/2022.

Event description:
Additional information was received stating that the patient's blood pressure required stabilization. Patients blood pressure dropped acutely secondary to pump infusing norepinephrine shut off. Patient was critically ill requiring vasopressors for blood pressure support prior to event. The patient's blood pressure was stabilized by team during event with intervention. Norepinephrine 4 mg in 250 ml d5w 4 mg [0.05 mcg/kg/min] + premix diluent 250 ml was ordered for the infusion and norepinephrine 249.19 ml/hr; volume to be infused: 240 were entered into the pump. The pump was tested on site by ICU medical.

Manufacturer narrative:
Additional information in section b1, b5, b6, b7, d9, h1, h2 and h6.